Event description:
On 10 jan 2008 the sales rep reported that during an inspection of a former sales rep's kit, a polyaxial screw was found broken in the kit. There is no further info available. It is unk if the screw broke during surgery. There is no report of pt injury.

Manufacturer narrative:
Eval is pending upon the return of the product.